Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced multiple falls within the past several weeks. The pt stated her scs ipg site is sore. The pt also stated the pain is present whether the stimulation is on or off. The pt is pending an appointment with her physician to evaluate the issue.